Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accutni (troponin I) result generated on the access immunoassay system. The initial elevated result was not reported outside the lab. The pt sample was retested on a different instrument using an alternate methodology and the results were within the normal reference range. There are no reports of any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the instrument. System check run on (B)(4) 2009 passed all specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.